Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894006 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. Cause of peritonitis was not reported; however, it was reported that peritonitis was not due to a break in aseptic technique. Treatment was not reported. Outcome of peritonitis was unknown. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.